Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures error was present in the device trace download and hardware low level failures error alarmed during self test due to broken trace on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The suspend on low feature functioned properly during testing. No unexpected alert on high alert; the alert on high feature functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low or high blood glucose alerts. Their blood glucose level during the incident was 42 mg/dl. They treated the low blood glucose with food. They performed a self-test. They were able to hear the beeps when volume was changed. However, alarms occurred during the call but the audio was not audible. They also reported of experiencing high blood glucose of 488 mg/dl at the end of october. The device will be returned for analysis.